Event description:
Customer states five pts with alkaptonuria gave discrepant urine creatinine results when tested with two different methodologies. All reruns performed in 2008. Patient 1, initial result 2.6, rerun gave 18.5 mg per dl. Patient 2, tested ten months later, initial result 4.0, rerun gave 36.6 mg per dl. Patient 3, tested 1-7-08, initial result 7.2, rerun gave 46.7 mg per dl. Patient 4, tested in early 2009, initial result 6.9, rerun gave 136.4 mg per dl. Patient 5, tested two days later, initial result 6, repeat 75.2 mg per l. Initial results were not reported.

Manufacturer narrative:
The investigational unit verified the customer complaint. In a pt with alkaptonuria an interference of homogentisic acid was detected. The interference will be included in the instructions for use. The customer did not supply the exact clinical status of the pts. No adverse events were reported.